Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Based on the available information, there is no allegation or objective evidence that a liberty select cycler product issue or deficiency caused or contributed to the patient¿s death. The patient¿s primary cause of death was cardiac arrest (cause unknown- no secondary cause), per the esrd death form. It was reported by the clinic manager the cycler was not suspected to have caused the patient¿s death. This elderly patient had several risk factors for cardiac arrest and death including esrd on pd therapy, aortic stenosis, hyperlipidemia, hypertension and liver cirrhosis. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The reporter stated the patient¿s death is not suspected to be related to their pd treatment. The clinic manager was requesting assistance with saving the patient¿s last pd treatment to the iq drive. Upon review of the treatment records and follow-up with the clinic manager, it was reported that the patient passed away on (B)(6) 2019 while attached to the cycler. According to treatment records received, the patient began pd treatment on (B)(6) 2019 at 21:30. Per the clinic manager, subsequently at 2am ((B)(6) 2019) the patient woke up complaining of leg pain and requested tylenol. Reportedly, sometime later (on (B)(6) 2019) the patient passed away in their sleep and was still attached to the cycler. The nurse manager indicated there was nothing unexpected nor any issues with the cycler during the treatment on (B)(6) 2019 to (B)(6) 2019. Additionally, the nurse stated the cycler is not suspected to have caused the patient¿s death. Treatment data received reveals the patient had a total dwell time of 6 hours and 1 minute, with total fill volume of 13, 515 ml and total ultrafidian of -17 ml; no noted cycler alarms or issues. The patient has a past medical history significant for end stage renal disease (esrd) on pd therapy, aortic stenosis, hyperlipidemia, hypertension and liver cirrhosis. Reportedly, no autopsy will be performed. The patient¿s esrd death notification form lists cardiac arrest (cause unknown) as the primary cause of death; no secondary causes.